Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that there were intermittent low out of range shock impedance measurements noted on the daily measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The rv lead was noted to an old chronic pericardial patch. Boston scientific technical services (ts) discussed it could indicate electromagnetic interference (emi). Device replacement of the ICD was recommended due to an unrelated issue in report 2124215-2019-06509. During the procedure when the defibrillation patch was plugged into this new ICD, high out of range shock impedance measurements were observed, so the pericardial patch was surgically abandoned and this ICD was attempted and not implanted. A few days later the patient was successfully implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.